Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, noise on the atrial lead was noted causing episodes of inappropriate automatic mode switch. Programming changes were made. The patient was stable in condition.